Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead perforated the atrial wall during implant on (B)(6)2013. The patient was symptomatic due to the perforation and open heart surgery was performed on (B)(6) 2013. This involved retrieval of the atrial lead through the heart wall and suturing the lead to to the heart wall. The patient would be monitored.